Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the his-bundle pacing lead, and exit block was noted. The lead was explanted and replaced. After explanting the lead, multiple kinks on the lead were observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically melted but not breached. Visual analysis of the lead indicated apparent explant damage. The analyst noted the outer insulation was melted at 30.5 cm. The proximal conductors are distorted due to kinking at 35.5 cm and 45.2 cm. If information is provided in the future, a supplemental report will be issued.